Event description:
A us distributor returned a monitor and reported monitor will not power on.

Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (monitor will not power on has been confirmed. Upon investigation the monitor case was damaged and prevented the monitor from powering on. The root cause for the damaged case was excessive force. No adverse event resulted from the damaged monitor.